Manufacturer narrative:
Unique identifier (UDI) (B)(4). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number unknown compared to a laboratory using the hemosil recombiplastin 2g reagent. The result from the meter was 4.0 inr. The result had a c next to it indicating the meter recognized the sample as a control. This can occur if the sample has been diluted. The patient was tested again from a new finger and the meter result was 3.2 inr. The result from the laboratory within 30 minutes was 2.26 inr. The patient has a therapeutic range of 2.0-3.0 inr.